Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled cement on light guide lens, cut on pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely reported allegation was confirmed due to cut found on pink probe. The most probable cause of the malfunctions is traced to random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope's distal end has a tear in it where the red rubber is. The issue occurred during reprocessing. There were no reports of patient involvement.